Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 72 year-old male with st-segment elevation myocardial infarction and mitral valve disease was implanted with an impella cp device for mechanical circulatory support. During implantation, the pump position was lost, and the team attempted to reimplant the pump to the left ventricle but was unsuccessful. The pump was then explanted and reprimed in a bowl. While repriming, the wire was still retained in the pump and the pump stopped. The impella device was replaced due to concerns of damage. The stop did not occur in the patient, and no patient harm has been reported.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was filed. The pump was returned for analysis. The cp pump and the guidewire were visually inspected. A very slight kink near outflow cage observed. No issue or damaged was observed in the returned guidewire and pump. The cause of the delivery issue was use related due to improper technique as they lost lv wire access while advancing the pump. In accordance with updated procedures, section d6 has been revised from the initial submission.